Event description:
It was observed that during the device evaluation, the endoscope reprocessor water filter housing o-ring was lost. There was no patient involvement.

Manufacturer narrative:
The device was evaluated at customer site, however, was not returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the issue may have been caused by removing the o-ring when replacing the water filter, not installing it, and attaching the water filter case as it is. A field service engineer installed a seal ring to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.